Event description:
It was reported that when a patient presented in clinic following a device replacement procedure, noise was observed on all channels but it was not sensed by the device. The noise disappeared when the device was interrogated with rf telemetry, but persisted with inductive telemetry. Further testing was recommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).